Manufacturer narrative:
The customer returned the suspected product. The customer's returned contour next test strips from lot # 7fpef02a were all used with blood by the customer and therefore, could not be tested. The customer's returned meter was tested with the in-house test strips from lot # 7fpef02a, which gave satisfactory performance. The german market does support meters using both units of measurement, mg/dl and mmol/l. However, it is important that the customer understands the difference between these measurements to properly monitor their blood glucose levels.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Section was left blank as the customer's weight was not provided. The model # was not provided.

Event description:
The advocate from (B)(6) reported that the customer was receiving high readings with his contour xt meter. The customer recently changed his meter from one with the units of measure set to mg/dl to a meter with the units of measure set to mmol/l. The customer was manually converting the mmol/l readings back to mg/dl, and calculating the insulin dose based on this conversion. Not all details were provided, but according to the advocate, on one occasion the customer took too much insulin before he went to sleep. On another occasion, the customer received a result of 6.7 mmol/l and administered 12 units of insulin. For one hypoglycemia event, an ambulance was called and the customer was administered with an injection of glucose. The advocate stated that the customer had fallen into a diabetic coma three times in the last few weeks. No further details are available. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.